Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing several open electrodes. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed at the fantail region prior to receipt. In addition, most of the electrode contact pads were missing and several exposed electrode wires were observed on the array. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of open electrodes and decrease in performance could not be verified during this analysis, which was limited in some respects due to the electrode being severely damaged prior to receipt. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail region prior to receipt. In addition, most of the electrode contact pads were missing and several exposed electrode wires were observed on the array. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires along the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented several electrical tests from being performed. The device passed all the electrical and mechanical tests performed. This is an interim report.